Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the supply bag and supply line that led to this alarm. The renal therapy services (rts) assisted the patient with removing the supplies and advised to use manual supplies to complete therapy. Proper therapy procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.